Event description:
The hospital reported while preparing for an endoscopic vein harvesting procedure, the hemopro device was plugged in, toggled the activation switch on, and it began overheating and the jaw boot melted. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. (B)(4).